Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low battery and depleted battery life quicker than normal. The customer's mother stated that the customer had put a fresh battery in the night prior, and the insulin pump had already depleted the battery life by the next day. The blood glucose reading was 99 mg/dl. The caller also reported that the insulin pump had a blank display. The blood glucose reading was 117 mg/dl. The issue was resolved upon troubleshoot, and the display did return. Advised the customer that a replacement battery cap would be sent. Nothing further reported.